Event description:
The manufacturer received information alleging a trilogy 202 ventilator tubing alarm cannot be used, and the fault persists after restarting. There was no report of patient harm or injury. Philips is currently investigating this complaint. If any additional information is received, a follow-up report will be filed.